Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event and the patient began treatment for the peritonitis with intraperitoneal (ip) cefazolin and ceftazidime, ip (doses, frequencies and routes were not reported). Seventeen days later, the antibiotic treatments were discontinued and the patient was recovered from the event. At the time of this report, dianeal and extraneal therapies were ongoing. No additional information is available.